Event description:
The complainant reported a patient noted as high-risk surgery was implanted with an impella cp device for mechanical circulatory support. During support, it was reported that the patient experienced atrial fibrillation (af) with rapid ventricular response (rvr). The patient was placed on amiodarone medication. Cardioversion was attempted twice but was unsuccessful. The patient continued on support until the device was successfully weaned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.